Event description:
Pt implanted with matrix mis/tplif at l5-s1 in (B)(6) 2012. Pt returned to operating room on (B)(6) 2012 for revision of the right side construct. The right side graft/tplif migrated posteriorly. During removal of the right side, the surgeon confirmed the screw on the right side was loose. Surgeon reported that there could have been an infection around the tplif or osteolysis from bmp causing the construct to become loose and migrate. A culture was done and came back negative. Still unk if infection was present. All hardware was removed on the right side (l5-s1) of the construct and revised pt with new screws, locking caps, and a new rod at l5-s1. The left side of the construct remained intact. Explanted hardware was given to the pt and therefore not available for evaluation. This is the 4th of 5 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.